Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had two loose keys on the keyboard were detached. A field service engineer replaced the faulty keyboard with a new one, tested functionality and performed proactive system check to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a keyboard with 2 loose keys, the customer had taped them down temporarily to prevent them from falling off completely. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.